Manufacturer narrative:
(B)(4). Final analysis found that the outer insulation was abraded at 12.9 cm to 13.0 cm from the connector pin which exposed the outer coil filars. The abrasion was consistent with exposure to constant friction against another implantable device. This damage likely contributed to the reported noise.

Event description:
It was reported that during a routine follow-up, egms revealed lead noise; a lead abrasion was also noted. The physician elected to replace the lead but during the attempt to explant the lead, the physician had difficulty and then elected to cap it. The patient was in stable condition post surgery.